Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an out of box failure with the safety disk which failed the pim leak check test. The safety disk which was being tested failed the all manifold test, and the pim portion. Tried troubleshooting the safety disk on a good unit and the disk failed the same test. There was no patient involvement. Related to (B)(4). (Out of box safety disk failure).

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact information: name: (B)(6), email: (B)(6) a getinge field service engineer (fse) verified safety disk which was being tested failed the all manifold test, and the pim portion. Tried troubleshooting the safety disk on a good unit and the disk failed the same test. The cardiosave fails the 4th test of the pim leak check test. Tried safety disk sn (B)(6)unsuccessfully on unit. Unit failed the all manifold test, pim portion, 4th test. Troubleshooted safety disk on known good getinge owned unit, currently onsite sn (B)(6), and disk failed the same test on the unit. Tried the safety disk included with cardiosave, safety disk, on cardiosave, and successfully completed an all manifold test without exception, thus narrowing down issue to the a fore listed safety disk. The defective components were received for further investigation. Inspection of the safety disk part number serial number was completed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage observed. The national repair center installed the safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number(B)(6)revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failing the all manifold tests. The safety disk passed all tests. Sending the safety disk to the production department per procedure number (B)(6)revision ag. The safety disk will no longer go to the production dept. The investigation is complete. Retaining the safety disk in the fat per procedure number (B)(6)rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a